Manufacturer narrative:
The following fields were updated: b4 date of this report b5 describe event or problem g4 date received by manufacturer g7 type of report h2 follow up type h4 device manufacturer date h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. A visual inspection was carried out on the bender. The bender shows heavy signs of use. The thumb press mechanism is missing from the bender and as a result the bender cannot function properly. The tipqa database was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint in regards to a broken bender for 01-3905 lot 577420. The most likely underlying cause is wear and tear from multiple uses. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument was missing a component and is inoperable. No adverse events have been reported as a result of the malfunction.